Manufacturer narrative:
Device was received with a blank lcd display. Unable to confirm failed battery test and unexpected battery power loss due to blank display. Failure isolated to electrical board . Unable to perform the self test, sleep current measurement, active current measurement and the displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alarm with out low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and the alarm did not clear. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.